Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following a1 patient identifiers for the following systems: (B)(4).

Event description:
Customer reportedly received the following results on his mobile meter, compared to his compact plus meter, within 10 minutes: 5.8 mmol/l on mobile meter (system 1) and 19.9 on compact plus meter (system 2). No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.